Event description:
Reference number (B)(4) event occurred in mexico. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 through upper membrane. No further information was available.